Event description:
Discrepant pt results for multiple assays. Only 5 pt examples were provided. Same samples were used for repeat testing. Pt 1, initial calcium gave 4.0 mg/dl; repeat on same analyzer gave 4.0 mg/dl and 6.2 mg/dl. Pt 2, initial sodium gave 67 mmol/l, repeat on same analyzer gave 73 mmol/l and 109 mmol/l. Pt 3, initial total protein gave 4.0 mg/dl, repeat on different analyzer - same methodology, gave 6.9 mg/dl. Pt 4, initial calcium gave 4.2 mg/dl, repeat on different analyzer - same methodology, gave 9.2 mg/dl. Pt 5, initial sodium gave 102 mmol/l, repeat on different analyzer - same methodology, gave 153 mmol/l. No erroneous results reported. The field service representative determined the cause to be defective pipette tips, which he replaced.